Manufacturer narrative:
(Blender located in australia). This blender had been re-furbished and re-calibrated by a blender service facility in hungary, prior to the incident. This repair facility is not affiliated with bio-med devices. This blender is 5 years old and had never been returned to the manufacturer for the recommended pm or calibration (until now). The pm done in hungary was in part erroneous, causing this mechanical problem.

Event description:
Air/oxygen blender in resusc module had loose control shaft extender, affecting blender output. There was a temporary patient desaturation (delay in treatment). No injury to patient.